Event description:
It was reported that the patient with this artificial urinary sphincter presented with urinary retention. The device was deactivated, and a catheter was placed. A week later, the catheter was removed, and the device was reactivated. The patient then experienced recurring incontinence as the device was not operating as intended. Upon explant, the physician determined that the patient had developed an infection and urethral erosion resulting in rupture. A new device will be implanted once the urethra is repaired. There were no additional patient complications reported.

Manufacturer narrative:
Additional information provided to update b5 describe event, d6b explant date, h6 patient codes, and h6 impact codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter presented with urinary retention. The device was deactivated, and a catheter was placed. A week later, the catheter was removed, and the device was reactivated. The patient then experienced recurring incontinence as the device was not operating as intended. The physician suspects that the pump is not working properly or there may be an issue with the cuff. A revision surgery is anticipated. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.